Event description:
Reportedly, the patient went to the emergency on (B)(6) 2020 because of a convulsive seizure. It was not possible to interrogate the pacemaker with four different programmers, though the inductive telemetry head was placed over the device; no green light appeared. As a recently explanted pacemaker could be successfully interrogated, electromagnetic interferences (emi) were excluded. The ECG showed an intrinsic rhythm around 60-65 bpm though the device was programmed in vvi mode with a basic rate at 70 min-1. No pacing spikes were noticed. When a magnet was applied, absence of pacemaker reaction was observed. The patient is currently hospitalized in the intensive care unit. During the previous follow-up performed on 15 november 2019, the estimated residual longevity displayed was 3 years and the pacing outputs were reprogrammed at 5.0 v/0.75 ms, because the threshold increased. The site reported on (B)(6) 2020 that the patient died (exact date unknown) from an infection and was cremated on (B)(6) 2020.

Event description:
Reportedly, the patient went to the emergency on (B)(6)2020 because of a convulsive seizure. It was not possible to interrogate the pacemaker with four different programmers, though the inductive telemetry head was placed over the device; no green light appeared. As a recently explanted pacemaker could be successfully interrogated, electromagnetic interferences (emi) were excluded. The ECG showed an intrinsic rhythm around 60-65 bpm though the device was programmed in vvi mode with a basic rate at 70 min-1. No pacing spikes were noticed. When a magnet was applied, absence of pacemaker reaction was observed. The patient is currently hospitalized in the intensive care unit. During the previous follow-up performed on (B)(6)2019 , the estimated residual longevity displayed was 3 years and the pacing outputs were reprogrammed at 5.0 v/0.75 ms, because the threshold increased. The site reported on (B)(6)2020 that the patient died (exact date unknown) from an infection and was cremated on (B)(6)2020.

Manufacturer narrative:
H1 (type of reportable event) corrected.

Manufacturer narrative:
Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures. The root cause of the reported event could not be determined based on available data.

Event description:
Reportedly, the patient went to the emergency on (B)(6) 2020 because of a convulsive seizure. It was not possible to interrogate the pacemaker with four different programmers, though the inductive telemetry head was placed over the device; no green light appeared. As a recently explanted pacemaker could be successfully interrogated, electromagnetic interferences (emi) were excluded. The ECG showed an intrinsic rhythm around 60-65 bpm though the device was programmed in vvi mode with a basic rate at 70 min-1. No pacing spikes were noticed. When a magnet was applied, absence of pacemaker reaction was observed. The patient is currently hospitalized in the intensive care unit. During the previous follow-up performed on 15 november 2019, the estimated residual longevity displayed was 3 years and the pacing outputs were reprogrammed at 5.0 v/0.75 ms, because the threshold increased. The site reported on 28 january 2020 that the patient died (exact date unknown) from an infection and was cremated on (B)(6) 2020.

Event description:
Reportedly, the patient went to the emergency on (B)(6) 2020 because of a convulsive seizure. It was not possible to interrogate the pacemaker with four different programmers, though the inductive telemetry head was placed over the device; no green light appeared. As a recently explanted pacemaker could be successfully interrogated, electromagnetic interferences (emi) were excluded. The ECG showed an intrinsic rhythm around 60-65 bpm though the device was programmed in vvi mode with a basic rate at 70 min-1. No pacing spikes were noticed. When a magnet was applied, absence of pacemaker reaction was observed. The patient is currently hospitalized in the intensive care unit. During the previous follow-up performed on (B)(6) 2019, the estimated residual longevity displayed was 3 years and the pacing outputs were reprogrammed at 5.0 v/0.75 ms, because the threshold increased. The site reported on 28 january 2020 that the patient died (exact date unknown) from an infection and was cremated on (B)(6) 2020.